Manufacturer narrative:
A preliminary investigation was performed by zoll personnel at the customer's site. The reported complaint that "the thermogard xp ivtm system (s/n (B)(4) displayed a tcmid:04 (ce response timeout) error message" was confirmed based on the review of the system's event log. The thermogard console was sent to zoll service depot for further investigation. During device evaluation at the service depot, the zoll service personnel replaced the pic-16 circuit board as well as the wire harness between the pic-16 and input/output (I/o) circuit boards. However, the tcmid:04 error occurred during device calibration, confirming the customer's reported complaint. During further troubleshooting of the issue, the lm 34a/b temperature sensor was replaced with a known good service part, and the console was re-started. Upon powering up, the console's display head was flickering and making a loud noise. The display head was replaced with a known good part, and the issue was resolved. The original lm 34a/b temperature sensor was re-installed, and the system was tested with the replacement display head. The thermogard console was able to successfully power up with no error messages or faults. The probable root cause of the tcmid:04 error was determined to be the defective processor board inside the console's display head. Visual inspection of the thermogard xp ivtm system was performed, and no issues were observed. During the review of the event system's log, a couple of tcmid:04 error messages were observed, confirming the reported complaint. Further review of the system's event log showed mid:02 (too many communication timer events) and mid:16 (software related) error messages, unrelated to the reported complaint. Based on log data files, these error messages were cleared, and they were not replicated during testing at zoll. Per the tgxp user manual, if a mid:16 error occurs during treatment, this indicates that the treatment file memory is full. The console stops treatment. To continue treatment, power the console off and on. Follow the prompts and select current settings. When the data download information appears, immediately either delete the data or use tempted to download the data and delete it. You may then resume treatment. Upon service completion, the thermogard console will be subjected to further testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).

Event description:
During ivtm therapy, the thermogard xp ivtm system (s/n (B)(4) displayed a tcmid:04 (ce response timeout) error message. The customer did not provide any further information regarding the details of the reported event. The patient's status information was requested, but the customer did not provide a response.